Manufacturer narrative:
Other applicable components are: product ID :3389s-40, lot# v734519, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that there was a lead migration/dislodgement with the device attempting to erode through the patient's scalp due to the device being prominent on the cranium. As a result a lead revision/repositioning took place on (B)(6) 2017 which included removal of both stimlock caps, resolving the issue without sequelae. Clinical notes during this time noted that the lead on the right side appeared to be very prominent where it connects to the extension and the skin is indented around the implant. A follow-up visit was then scheduled for (B)(6) 2017. The event was noted as related to the device or therapy and not related to the implant procedure. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.